Event description:
User facility reported a uterine perforation. During follow-up in 2009, it was reported a laparoscope was in place during a novasure endometrial ablation and that the physician saw the array tips protruding at the fundus of the uterus, indicating there "may" have been a perforation. The physician decided to continue with the ablation, the cavity integrity assessment (cia) test was successful, and the ablation was completed. It was reported that no treatment was needed following this procedure. Additionally, it was reported the physician called the patient on the third post-operative day and "she was ok".

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. Serial number of the radio frequency controller (rfc) not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore, the manufacture date is not known. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. If a uterine perforation is suspected, the procedure should be terminated immediately. If additional relevant information is received, a supplemental medwatch will be filed.